Event description:
Per the clinic, the patient experienced intermittencies with device use. It was determined that the implanted device was mobile beneath the skin flap, leading to the decision to pursue revision surgery. Surgery to anchor the receiver/stimulator was performed on (B)(6) 2012, and there have since been no further issues with intermittency. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.